Event description:
Additional information was received on (B)(4) 2013 when the explanted generator was returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications; there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2013 it was reported that the vns patient was scheduled for a battery replacement. The physician increased her settings today and she could feel the stimulation but the patient feels it stimulation only some of the time. It was also reported that the patient is having increasing absence seizures. It was noted that the system diagnostics test showed everything to be fine. A battery life calculation was performed which showed 2.03 years remaining until eri=yes. The patient underwent prophylactic battery replacement on (B)(6) 2013. The explanted generator has not been returned to the manufacturer for product analysis to date. Good faith attempts for further information from the physician have been unsuccessful.

Event description:
Additional information was received on (B)(6) 2013 when the physician reported that the vns is working fine now since the recent battery replacement.